Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set would not close. This issue was further described as, ¿twist clamp was unable to lock¿. This was observed after use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. A torque engagement test was performed; the engage and disengage force was acceptable and met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.